Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window, and cracked lcd window. Unable to performed functional test due to completely broken off reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged and also stated that they experienced a high blood glucose level of 400mg/dl. The customer declined troubleshooting for the high blood glucose reading. The customer was assisted with damage troubleshooting. Customer stated that the top of the reservoir compartment was broken. The customer could not recall how the damage happened. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.